Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an unruptured amorphous aneurysm measuring approximately 14.7mm x 12.10mm located in the supraclinoid segment of the left ica (internal carotid artery), the physician reported that the pipeline was stuck in the capture coil. The pipeline was delivered through very challenging tortuous anatomy. As the pipeline was being advanced through the anatomy, significant friction was experienced in the marksman catheter even though the navien guide catheter was placed very high. This was probably due to the tortuosity of the vessel. The physician was unable to get the pipeline to release from the capture coil despite rotating the delivery system clockwise approximately 8 to 10 times using the provided torque device. The device was successfully removed from the patient by trapping the pipeline braid between the capture coil and the microcatheter. A new device was placed through a new marksman and was successfully deployed. It was noted that the possible cause for the stuck in capture coil was possibly due to the tortuosity of the proximal anatomy. Post procedural angiography showed an eclipse. No damage was noted on any part of the delivery system. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The pipeline was returned for evaluation without the pushwire and marksman as they were discarded. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the braid was found damaged and may have contributed to the reported event. All products are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. Note: per pipeline IFU (instructions for use): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. (B)(4).